Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a gui (graphical user interface) which reset. The ventilator was not on a patient at the time of the event. To address the issue, the customer replaced gui (printed circuit board) pcb. The service engineer updated the software and the unit passed all testing and operated within the manufacturing specifications.